Event description:
It was reported to boston scientific corporation that an alliance syringe was used during a dilation of the digestive tract procedure on (B)(6) 2012. According to the complaint, during the procedure, it was noted that when the inflation medium was placed in the syringe the contrast medium turned green. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed the gauge was reading inaccurately, therefore this is now an MDR reportable event.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the investigation finding of gauge reading inaccurately. Investigation results: visual evaluation of the complaint device found the device prepped with contrast media solution; the contrast medium was a dark green / black color. When contrast media/saline has extended contact with the brass components of the alliance gauge, the color of the fluid inside the syringe will change. Prior testing confirmed that the discoloration is nontoxic. The contrast media solution was removed before functionally testing the device. The complaint device was functionally tested and a sample stopcock was placed on the syringe and was pressurized with 35 ml of sterile water for 30 seconds. No movement of the gauge during this test. The complaint of discolored contrast was confirmed; however a separate, unrelated issue of the gauge reading inaccurately was found as well, therefore this is now a reportable event. It is possible that the device was mishandled during storage of the device in the hospital or during preparation of the device during the procedure. This could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge which would result in the gauge not operating to its specifications. Therefore, the most probable root cause is operational context.